Manufacturer narrative:
(B)(4). Batch # 197a62. (B)(4). Investigation summary a photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the photo shows jaws with a blue reload loaded, of a device was clamping a piece of carton and the knife was partially advance 2/3 was noted. Based on the picture provided the event described is confirmed, however, no conclusion or root cause could be determined. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce60a device was returned with no apparent damage and no reload present. During the functional test, the device was dry fired and the knife do not complete the fired cycle. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be slightly buckled. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the thoracoscopic segmental pneumonectomy surgery, could not fire farther after fired 2/3 when severing lung tissue on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.